Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionnaire was not rec'd. (B)(4).

Event description:
A technician reported difficulty in tracking an eye. They tried adjusting the illumination, which did not help. Add'l info has been requested.